Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that the arterial blood pressure monitor failed. The device was repaired at our foreign consignee. The surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.